Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had 2 days of worsening heart failure symptoms. These included dyspnea at rest, orthopnea, decreased urinary output (uop) and activity, and mild bilateral leg edema (ble). Outflow graft obstruction was suspected. It was planned to do a workup and evaluation to determine a plan of care. Log file review did not capture any unusual events. Additional information revealed that there was no outflow graft obstruction. An echocardiogram showed moderate aortic insufficiency. It was unknown whether the patient had a history of ai prior to ventricular assist device (vad) implant. The patient was admitted and diuresed. A right heart catheterization (rhc) was performed and showed normal hemodynamics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (patient condition and aortic insufficiency) cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2022 at 20:47:31 to (B)(6) 2022 at 14:14:28, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events were reported, heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of this document explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.